Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and that the right atrial (ra) lead had inconclusive atrial capture. It was further reported that the lead ra lead exhibited noise/oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.